Event description:
It was reported during use the syringe 0.5ml 31ga 8mm ufii 10bag 500cs product was damaged (broken, missing, unassembled), expired product; damaged/open, sterility compromised. The missing product event occurred 11 times. The broken and sterility event occurred 11 times. The following information was provided by the initial reporter: the customer noticed some syringes had the plunger cap broken off, the black stopper was missing, and expired product.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: customer returned (11) loose 1/2cc, 8mm syringes. Customer states that the plunger cap was broken, black stopper missing, there was difficulty in removing the shields, and bent needles when needle shield is removed. All returned syringes were examined and 4 out of 11 samples exhibited a broken plunger rod. No missing stopper was observed. All samples were also tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). All removal forces fall within specifications. Also, no bent cannula was observed. Unable to perform DHR check for plunger cap broken, stopper missing, shield does not detach and needles bent due to unknown lot number. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing stopper, shield difficult to remove, bent cannula) process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause of this complaint could not be determined due to unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the syringe 0.5ml 31ga 8mm ufii 10bag 500cs product was damaged (broken, missing, unassembled), expired product; damaged/open, sterility compromised. The missing product event occurred 11 times. The broken and sterility event occurred 11 times. The following information was provided by the initial reporter: the customer noticed some syringes had the plunger cap broken off, the black stopper was missing, and expired product.